Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient¿s pet damaged the patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user not to perform dialysis in the same room as pets or animals. It states that ¿contamination of the fluid or fluid pathways can result if a pet or animal bites a solution bag or the disposable set. Contamination of any portion of the fluid or fluid path may result in peritonitis, serious patient injury, or death.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient line was damaged by a patient¿s pet. This occurred during the dwell cycle of peritoneal dialysis therapy. The technical service representative assisted the caregiver with ending therapy and advised them to start over using all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.